Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, which resulted in elevated blood glucose levels. The patient suffered from diabetic ketoacidosis with blood glucose levels of 430 mg/dl over 2 days. On (B)(6) 2020 at 11h00, the patient's mother drove him to the hospital. At the hospital the patient was treated with an unknown drop and insulin injections. The pump continued to be used during the hospital stay and both the cannulas and the catheter were changed. As the blood glucose level remained high, the pump was removed from the patient and insulin was administered intravenously on a regular basis. He was also given medication such as potassium chloride, simethicone and magnesium sulphate. At the hospital the patient also had a low blood glucose level of 34 mg/dl. The patient was discharged from the hospital on (B)(6) 2020. The mother also reported that when the patient left the hospital, the pump was put back into operation and the patient had a blood glucose level of 504 mg/dl, so his doctor stopped using the pump.